Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distorted image due to noise occurred because cut cable failed communication. The cause of the cut cable could not be identifed. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head exhibited problems with scope connection/disconnection /rotation operations and no image was produced. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned. A distorted image with noise was displayed on the liquid crystal display (lcd) screen, but neither a disconnection nor rotation problem was noticed. Additionally, it was noted the cable was cut and the coupler was rusty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.